Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the lead is explanted.

Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this lead was associated with a remote monitoring alert for a high out-of-range (oor) pace impedance. A boston scientific field representative reported that a history of gradual pace impedance increases had been noted, but other lead measurements were normal so the lead was left unchanged during a recent device replacement. Ts discussed the possibility of an evolving lead fracture. The patient's physician is considering next steps to address the issue. No adverse patient effects were reported.

Event description:
The lead subsequently was capped and surgically abandoned three weeks later and replaced with another manufacturer's lead.